Event description:
The device was returned for the evaluation of the issues of error messages of short circuit, no metal contact, and probe damage being received after half an hour of using the device in a therapeutic laparoscopic hysterectomy procedure while the surgeon was performing cutting and coagulation. There were no broken parts to the device at this time. The device tip was cleaned, re-tested in saline, and the wire changed. Finally, the procedure was completed with a new similar device. There was no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. The surgeon is a regular user of the device. Per the surgeon, usually, the device has no problems and this event is an anomaly. Upon evaluation of the returned device, it was observed that the device probe is broken at 16.1 mm from the distal end. The broken piece of the probe tip was returned. This medwatch is being submitted for the reportable issue of the broken probe as observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the probe is broken at 16.1 mm from the distal end. The broken piece of the probe tip was returned. The inspection revealed the break started from the origin of a crack caused to the probe. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. The root cause of the event of broken probe cannot be conclusively determined. Based on the past investigation results, a likely cause of the phenomenon of the reported event might be the following: (1) seal and cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. (2) the tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. (3) seal and cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. (4) the probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. (5) the probe broke when added some load. It has been confirmed that the probe coating peels off if the device was handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.